Manufacturer narrative:
Additional information was received that the physician thought the irritation was from the placement of the tension loops that was made with the leads and did not suspect that it was a product issue. The patient was doing well and had no further symptoms.

Event description:
A report was received that the patient had an infection at the cervical leads with symptoms of soreness and redness in the area. The patient underwent a revision wherein the leads where cut below the assumed to be infected area in order not to open the ipg site due to the risk of infection. The physician thought it might have been caused by the tension loops that was made for the leads but was not sure of it.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50 serial #: (B)(4), description: linear 3-4 lead, 50cm; model#: sc-2352-70 serial #: (B)(4), description: linear 3-4 lead, 70cm the explanted. Device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the cervical leads with symptoms of soreness and redness in the area. The patient underwent a revision wherein the leads where cut below the assumed to be infected area in order not to open the ipg site due to the risk of infection. The physician thought it might have been caused by the tension loops that was made for the leads but was not sure of it.